Event description:
The physician reports performing cataract surgery with implantation of the crystalens using the crystalsert lens injector system. Postoperatively, the surgeon noticed the lens optic was scratched. The lens was explanted, and replaced with the same lens model and diopter. Reference MDR #2031924-2009-00194.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted lens was returned to b&l for evaluation. The visual inspection revealed three scratches on the center of the optic. The lens damage is consistent with handling and/or use of a second instrument.